Manufacturer narrative:
(B)(4). Device evaluated by MFR. Device was returned for evaluation. The hypotube shaft was completely separated 23.5cm from the hub along with other multiple hypotube separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. A chronic totally occluded target lesion was located in the right coronary artery. During procedure, after a crossboss reentry catheter was used and removed, a stingray lp catheter was inserted into the patient's body through the 185cm stingray guide wire. The guide wire was then advanced further to the distal vessel and attempted to remove the reentry balloon catheter; however, the balloon catheter seemed to have been stuck and was difficult to pull backwards. The physician then cut through the two outer layers of the balloon catheter in order to pull the balloon catheter and maintaining the guide wire position. The balloon catheter was able to be pulled for only a few centimeters, thus the physician cut the balloon catheter again until the balloon catheter was able to be completely removed from the patient's body. There were no patient complications reported and the patient's condition was stable. This product is only ous approved but it is similar to an approved us device.